Event description:
It was reported by the customer's mother that the customer had multiple no delivery alarm. The blood glucose level is 164 mg/dl. Customer mother declined troubleshooting, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.